Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, dob not available for reporting. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4): this event resulted in the need for additional surgical intervention to remove the broken hardware. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted with an 11mm/130 degree titanium cannulated trochanteric fixation nail advanced (tfna) 400mm/right-sterile, an unknown helical blade and locking screw on (B)(6) 2016. At some point on an unknown date, post-operatively, the tfna nail broke. It was reported that the revision surgery for explant took place on (B)(6) 2016 due to non-union. This complaint involves one device. Concomitant devices reported: unknown titanium helical blade (part number and lot number - unknown), quantity - one, and an unknown titanium locking screw (part number and lot number - unknown), quantity - one. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). A device history record review was performed for the subject device lot under (B)(4). The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. Patient¿s exact weight was reported as (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received via medwatch form ((B)(4)) reported that six weeks post an intramedullary nailing for a right subtrochanteric femur fracture, the patient felt a sudden pain in his right hip while walking. Upon examination he was noted to have failure of his hardware proximally with the nail appearing to have broken where the helical blade passes through it. The patient underwent surgery on (B)(6) 2016 for explantation of the devices. The patient was revised to a synthes cannulated titanium (ti) trochanteric fixation nail advanced (tfna) 130 degree 400mm/right-sterile (part #04.037.260s/lot #h041509) with a 95mm helical blade and a 52mm distal interlocking screw. The surgery was successfully completed without any surgical delay. This information was reported previously under duplicated complaint (B)(4). (B)(4) will now address and report this event respective evaluation results. Concomitant devices reported: 04.038.300s, tfna helical blade 100mm sterile, lot number 9859838; 04.005.542s, 5.0mm ti locking screw w/t25 stardrive 52mm f/im nail-ster lot number h044037.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation: three devices were received with this investigation. The tfna nail (part 04.037.160 / lot 9859838) is broken completely through both walls of the nail in the area of the oblique hole. Looking at the nail from a lateral view, the right hand side and lateral superior edge of the oblique holes exhibit radial scuff marks and extruding burrs, which appear to be made by a drill coming into contact with the nail. The prong of the locking mechanism is broken and missing. The inferior lateral edge of the oblique hole, adjacent to the 10mm bore, is chipped with burrs. The inferior medial edge of the oblique hole exhibits a sharp long burr and the adjacent head element¿s contact surface exhibits heavy scuffing. The two (2) concomitant devices (5.0mm x 52mm ti locking screw - part 04.005.543 / lot unknown - and helical blade 100mm ¿ part 04.038.300 / lot h039218) were also returned with no complaint against them. The helical blade exhibits helical scratches and wear marks, which appear normal per its intended use. No issues were found with these devices; therefore, no further investigation is required. The nail breakage is likely due to mal- or non-union where the fatigue limit of the implant construct was met. The head element¿s contact surfaces of the nail exhibit excessive wear, which also may be an indication that the implant was load bearing and not load sharing. Normal healing is typically expected by two to three months post-surgery. In the rare instances where bone healing is delayed, there is a minor chance that implant failure may occur. In other rare cases, where the edge of the hole is damaged, there is a potential for early fatigue failure. Based on the information presented, this complaint is found to be indeterminate. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Product investigation summary: the returned implant is part of the depuy synthes tfn-advanced (tfna) proximal femoral nailing system. The helical blade is used to prevent the nail from rotating once final position and locking has taken place. The relevant tabulated product drawing was reviewed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Changes to the drawing after the manufacturing date of the complainant part were not relevant to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history review was performed for the returned instruments¿ lot numbers with no material record reports, non-conformance reports, or complaint-related issues identified. No new, unique, or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended and it did not contribute to the complaint condition. The exact date of post-operative breakage and non-union is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.